Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring ICU-level hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information indicated possible dehydration and possible infusion site absorption issues related to scar tissue; however, no bent cannula, infusion set defect, or device malfunction was identified. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 04-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 700 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with IV insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.